Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was successfully implanted. During the post implant check the lead was only working in the unipolar configuration. Bipolar exhibited exit block and high out of range pace impedance measurements. It was reported that the competitor's device automatically switched from the bipolar configuration to the unipolar configuration when the issue was detected. An x-ray was performed and it was determined that the ra terminal pin was not correctly inserted into the device header. The lead was successfully repositioned and reconnected to the competitor's pacemaker. During post revision testing there were high pacing thresholds around 3 volts and the ra lead was exhibiting exit block again. Therefore, the patient underwent another revision procedure and fluoroscopy revealed that the ra lead had dislodged. The physician opted to try a new ra lead to get a lower threshold. Post implant the lead had favorable lead measurements and the patient was discharged later that day. No adverse patient effects were reported. This lead remains in-service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. It was noted that there were 2 sets of setscrew marks on the terminal pins and it appeared that they were in the correct position. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.